Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "the efficacy and safety of prophylactic closure for a large mucosal defect after colorectal endoscopic submucosal dissection". The literature reported the result of 68 patients of the endoscopic submucosal dissection (esd) procedure using olympus dual knife from april 2010 to december 2012. In the subject cases, perforation occurred in one patient. The perforation was treated with emergency surgery. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc will submit a medical device reports (MDR) depending on the event.